Manufacturer narrative:
Initial MDR 1219913-2023-00058 was filed on march 27, 2023 reporting a customer from outside the united states observed an elevated result when running atellica im 1600 high-sensitivity troponin I (tnih) compared to an alternate method. Additional information april 4, 2023: the customer informed siemens that there is sample available to send to siemens for testing. The sample has been stored at -20c. Additional information april 6, 2023: customer reports that another sample, new draw of the same patient, sid (B)(6) was sent in march 27, 2023 and resulted 2963.11 ng/l for atellica im tnih. As the customer was aware of the issue with the initial sample, they sent the second sample to a partner lab, where a negative alternate method troponin t result of 8.5 ng/l was obtained. The elevated atellica im tnih result was not reported to the physician. Customer will send the second sample together with the one that was initially escalated to siemens for retesting. Siemens continues to investigate.

Manufacturer narrative:
Initial MDR 1219913-2023-00058 was filed on march 27, 2023 reporting a customer from outside the united states observed an elevated result when running atellica im 1600 high-sensitivity troponin I (tnih) compared to an alternate method. MDR 1219913-2023-00058 supplemental 1 was filed on april 27, 2023 with additional information. Additional information april 27, 2023: the customer observed an atellica im 1600, high sensitivity troponin I (tnih) lot 084 -elevated result (IFU 99th% of 45 pg/ml) compared to an alternate method. Siemens reviewed available information to evaluate for a potential product problem. Qc was in range at the time of the initial result. Initial result: 2968.91 ng/l (serum sample); troponin I repeatedly low/normal on an alternate method - no information about this method was available. ECG showed no findings. No medication list for the patient was available. Two samples from the patient (B)(6) were sent to siemens. The samples were run on atellica im tnih lot 084 neat and after heterophile binding tube (hbt) treatment. The neat results were very similar to the customer results (3290 and 3323 ng/l). The hbt treatment did not lower the tnih result substantially indicating a heterophile antibody is not the cause of the reproducible elevated tnih results on atellica im. Siemens cannot rule out other non-specific sample interference. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and other alternate methods for troponin will have similar results. Per the atellica im tnih instructions for use (IFU) there are conditions other than ami (acute myocardial infarction) that are known to cause myocardial injury and elevated tni values. Per the interpretation of results section of the atellica im tnih IFU: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." No potential product issue is observed. The customer is operational.

Manufacturer narrative:
A customer from outside the united states observed an elevated result when running atellica im 1600 high-sensitivity troponin I (tnih) compared to an alternate method. The result was provided to the physician who did not question the result. The patient was sent to the hospital where another sample was tested on an alternate method (method unknown) and the result was negative. The negative result repeated on the same alternate method. The interpretation of results section of the instructions for use states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
A customer observed an elevated result when running atellica im 1600 high-sensitivity troponin I (tnih) compared to an alternate method. The result was provided to the physician who did not question the result. The patient was sent to the hospital where another sample was tested on an alternate method (method unknown) and the result was negative. The negative result repeated on the same alternate method. There are no reports of adverse health consequences associated with the discordant elevated atellica im tnih result.